Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump's date/time was set to the default settings after she had suspended the pump for an MRI. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had reset to a default date and time after the pump was suspended. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there are no alarms related to the complaint observed in the pump history. There was no indication of a time/date reset in the pump's histories. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a stuck battery cap and stripped battery compartment threads. This malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.